Manufacturer narrative:
MDR's 2517506-2018-00304, 2517506-2018-00305, 2517506-2018-00306, 2517506-2018-00307, 2517506-2018-00308, 2517506-2018-00309, 2517506-2018-00310, and 2517506-2018-00333 were filed for the same event. The customer contacted the siemens customer care center (ccc) for the discordant, elevated ctni result obtained on the dimension vista instrument. Siemens is investigating the event.

Event description:
A discordant, elevated cardiac troponin I (ctni) result was obtained on a patient sample on the dimension vista 500 system. The result was reported to the physician who questioned the result. The patient had a coronary angiography performed which did not confirm any myocardial damage. The date of the procedure was not provided. There are no reports of adverse health consequences due to the discordant, elevated ctni result or due to the coronary angiography.

Manufacturer narrative:
Original MDR was filed 14-may-2018. Mdrs 2517506-2018-00304, 2517506-2018-00305, 2517506-2018-00306, 2517506-2018-00307, 2517506-2018-00308, 2517506-2018-00309, 2517506-2018-00310 and 2517506-2018-00333 were filed for the same event. Additional information (15-may-2018): the customer provided additional information about the patient. The patient was previously hospitalized from (B)(6) 2018 where he had a coronary angiography on (B)(6) 2018 and was discharged on (B)(6) 2018. The patient had another hospitalization from (B)(6) 2018. Siemens headquarters support center (hsc) has reviewed the instrument data and the information provided by the customer. The customer tested sample ID (B)(6) processed 30-mar-2018 from the patient with a heterophile blocking treatment (hbt) and observed a change in result recovery from 14.01 ng/ml to 12.12 ng/ml and 10.91 ng/ml this change in result value verifies the potential presence of a heterophile antibody interference. The dimension vista ctni flex reagent cartridge instructions for use states in the limitations of procedure section: "patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay has been designed to minimize interference from heterophilic antibodies. Nevertheless, complete elimination of this interference from all patient specimens cannot be guaranteed. A test result that is inconsistent with the clinical picture and patient history should be interpreted with caution." No nonconformance with the instrument or reagent was identified. No further evaluation of the device is required.